Manufacturer narrative:
Information received from (B)(6) study indicated that a patient experienced a dissection following the implant of a coronary artery stent. The patient's medical history is significant for hypertension, hyperlipidemia and diabetes. The target lesion was the mid left anterior descending artery (lad). The lesion was described as de novo and 60% stenosed. The lesion was pre-dilated followed by the implant of a 2.75mm x 33mm cypher stent at 14 atms. The stent was post-dilated with a 3mm x 12mm balloon at 20 atms twice per standard procedure. A type c dissection occurred at some point during the treatment of the lesion. It is unclear if it was during stent implant or post-dilation of the stent. A 3.5mm x 13mm cypher stent was implanted proximal to the first stent at 14atms. It is unclear if this was to treat the dissection or if this was a lesion that was previously identified as requiring treatment. The residual stenosis and dissection grade were reported as 0. Sixteen to twenty four hours after the procedure the troponins were noted to be slightly elevated at 0.11 (upper limit was 0.06). The patient was discharged the following day. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Dissections are a known potential adverse event associated with coronary stenting. The IFU cautions that implanting a stent may lead to a dissection of the vessel distal and/or proximal to the stented portion. Elevated cardiac enzymes are a common result of implanting coronary artery stents. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, which leads to damaged heart cells and the release of cardiac biomarker enzymes into the systemic bloodstream. This action as well as the dissection both inherent risks of the procedure may have contributed to the event. With the limited information provided it is not possible to determine what may have contributed to the reported dissection. There is no indication that there is a design or manufacturing related issue therefore no action is required.

Manufacturer narrative:
Concomitant devices: 3.0 x 20mm balloon, cypher catalog number cxs13350, lot number 15120307 and 2 3.25x12mm balloons. Concomitant medications: pre-procedure medications included actos, aspirin, glyburide with metformin, hydrochlorothiazide and lisinopril. Intra-procedure medications included clopidogrel and bivalirudin. Post-procedure medications include actos, aspirin, glyburide with metformin, hydrochlorothiazide, lisinopril, clopidogrel, amlodipine and simvastatin. The product remains implanted in the patient and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The email received for the (B)(4) study indicated that during index procedure the patient had a type c dissection following deployment of a 2.75x33mm cypher stent. A 3.5x13mm cypher stent was deployed 14 atm to treat the dissection and the lesion with 75% stenosis. The final dissection grade was 0. Sixteen-twenty four hours post-procedure, troponin I was 0.11 (upper limit was 0.06 ng/ml). Pci was performed on a 60% de novo lesion in the mid lad of 25mm in length in a 2.75mm vessel diameter. The (b1) lesion was not considered complex. The lesion was pre-dilated with a 3.0x20mm balloon at 6 atm before a 2.75x33mm cypher rx stent was deployed at 14 atm. Two additional balloons 3.25x12mm at 20 atm were used for post-dilatation. The residual diameter stenosis measured 0%. Timi 3 flow was recorded pre and post-procedure.